Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was presented for pre-operative coronary artery bypass graft (CABG). The impella was placed for support during CABG. It was observed that the patient lost bilateral pulses to the legs. The recommendation was made to utilize the rooke vascular boot to warm the lower extremities and redistribute pressure along the calf. It was noted that the right food was warm to the touch, but no doppler pulses were identified. The rooke boots were placed on the patient since the previous day and the patient¿s leg and foot are now warm to the touch.